Event description:
The tip of the fragmentation needle broke in the patient's eye. The broken piece was removed from the eye with no injury to the patient. Another needle was used to complete the procedure.